Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was unable to be reviewed as the lot number was not given.

Event description:
It was reported that during a laparoscopic appendectomy, it was noted that there was increased bleeding when the device was used to cut through adherent fatty tissue resulting in conversion from a laparoscopic to an open procedure. The surgeon felt that the equipment was the issue since he could find no source of the bleeding on inspection, and was unable to provoke similar bleeding with a suction tip. It is not certain that this was the cause of the increased bleeding. Blood loss was estimated at 500ml. The patient recovered and is doing well.

Manufacturer narrative:
The device was returned to the manufacturer and subjected to a visual inspection and functional testing. When firing the device the harmonic scalpel emits a high pitched noise consistent with a blade deformation. The generator then indicates an error. Contaminants on the blade are consistent with patient contact and use in the field. Due to the presence of contaminants it is likely that the device was damaged during its use in the field. The device history report was reviewed and no discrepancies were found.